Manufacturer narrative:
Investigation is ongoing. Valve remains implanted at this time.

Event description:
Per the field clinical specialist (fcs), approximately 6 years and 5 months post implant of a 23 mm sapien 3 valve via transfemoral approach, the patient now presents with an increased gradient, central regurgitation and a transesophageal echocardiography (tee) that showed velocities consistent with structural valve deterioration. Per medical record review, the echocardiograms show that the bioprosthetic valve had developed moderate to severe prosthetic valve stenosis and moderate to severe central regurgitation. The plan is to work the patient up for a left heart catheterization/coronary angiography and evaluate the patient for possible valve-in-valve procedure.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was confirmed based on the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per medical record review, the echocardiograms show that the bioprosthetic valve had developed moderate to severe prosthetic valve stenosis and moderate to severe central regurgitation. Additionally, it was noted that patient had a history of stenosis of native aortic valve. It is widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, available information suggests that patient factors (pre-existing valvular disease process) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Update to b3 and b5.

Event description:
The patient underwent a successful valve in valve procedure using a 23mm sapien 3 ultra reslia valve.